Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 30 mg/ml dilaudid at 10 mg/day via an implantable pump for chronic low back pain and spinal pain. It was reported that a motor stall was seen at initial interrogation. It was noted that the patient may have had a CT scan on the day of the motor stall, but it was not believed the patient had an MRI. It was later reported that the CT scan was on (B)(6) 2016, the motor stall occurred on (B)(6) 2016, and tube set occurred on (B)(6) 2016. No symptoms were reported. It was also later confirmed that there was no MRI done. It was also noted that the CT scan was due to reasons unrelated to the pump. Both the hcp and rep read the logs, which showed a motor stall with no recovery. The patient was being referred for pump replacement. It was further noted that the CT scan was not the cause of the motor stall.

Event description:
Additional information received from a manufacturer representative. It was reported that the pump was replaced in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.